Event description:
The patient reported he has had elevated blood glucose readings all day. He stated he was tired last night and did not take the time to fill an insulin cartridge and insert it in his infusion device. He said the cartridge depleted during the night and he was without insulin for about 8 hours. He stated he woke up with a blood glucose reading of over 600 mg/dl and then filled and changed the insulin cartridge. He stated he received an occlusion message on his device. To troubleshoot, the patient was instructed to disconnect from his device and bolus which went through without error. The patient was then instructed to remove and inspect the cannula on his headset. The cannula was not bent. The patient then inserted a new headset and bolused 6 units of insulin without error. The patient stated he broke his leg a year ago and his activity level is now lower. He said he also takes pain medications. The patient was advised to check with his doctor as both of these things could affect his blood glucose levels. He stated he does not see his doctor very often. Further attempts to follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient discarded the product, therefore no product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.